Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the connection between bending section and distal end detached was likely due to adhesive peeling around bending tube from stress, which led to component failure. Regarding the broken probe housing, it was likely degradation led to the issue; however, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchofibervideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated the connection between bending section and distal end was detached. Additionally, a piece of the probe housing of the distal end had broken off. There was no patient involvement.